Manufacturer narrative:
B3- date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "transfemoral versus trans-subclavian access in transcatheter aortic valve implantation using self-expandable valve: a propensity-matched comparison."

Event description:
In this study, the aim was to compare the 1-month mortality and postprocedural outcomes of patients undergoing transcatheter aortic valve implantation using a self-expandable valve via transfemoral and subclavian access. Complications potentially related to the prostar xl device system included: vascular access site complications resulting in percutaneous repair and surgical repair [unspecified tissue injury]. It was concluded that after propensity score matching, subclavian and transfemoral tavi using a self-expandable valve provide similar mortality and safety outcomes. Although the transfemoral route remains the preferred first-line vascular approach, the subclavian route is a reasonable and effective alternative when the trans-femoral approach is not feasible or appears complex. Specific patient information is documented as unknown. Details are listed in the article, titled " transfemoral versus trans-subclavian access in transcatheter aortic valve implantation using self-expandable valve: a propensity-matched comparison."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. A conclusive cause for the reported patient effect of unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.